Event description:
The customer reported that the bipolar foot pedal stuck in the on position causing the forcefx8c generator to continue activating. The pt was not present.

Manufacturer narrative:
(B)(4). To date, the incident device has not been received for evaluation. If the device is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.